Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had crack on corner and squirted insulin while priming. The blood glucose value was unknown. Customer also stated that insulin pump made louder noise during rewind. The insulin pump will not be returned for analysis.